Manufacturer narrative:
(B)(4).

Event description:
It was reported that during domiciliary pacemaker check in patient's home; upon interrogation, the pulse generator exhibited backup vvi operation. The device also exhibited inappropriate data measurements during auto capture testing; device re-interrogation showed appropriate measurements. The programmer automatically downloaded the software and normal device function resumed. No patient symptoms were reported.